Event description:
It was reported that the patient presented with syncope and dizziness. Telemetry on the implantable pulse generator (ipg) displayed very long pauses with no apparent output and no capture. There was also an indication there was a sensing circuit issue and a possible set screw issue. The device was explanted and replaced. There was noise seen on the right ventricular (rv) lead causing inhibition. The lead also has a possible conductor fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2010; 4592 implantable pacing lead, implanted: (B)(6) 2002. Product analysis: the device was returned and analyzed and no anomalies were found. (B)(4).